Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced oozing from the insertion site. Heparin was withheld. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned for investigation. The pump passed all the post sterile inspection checks.